Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the light green connector on the irrigation/aspiration manifold was found to be cracked. The returned connectors on the irrigation/aspiration manifold were able to be connected to the cassette. The sample failed in priming and generated a system message code three three zero four (leak test failure. Please confirm the irrigation tubing). Leakage was observed from the crack light green connector during priming sequence. The leak from the light green connector prevented the cassette from priming. After an analysis and based on the condition of the sample, the root cause is related to an error during the suppliers molding process of the connector. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phaco tube pops out during vitrectomy before surgery. The surgery was completed by using a new product. There was no report on patient harm.